Manufacturer narrative:
Philips has investigated this complaint. According to the information the system was in clinical use at the time of event. The customer reported that machine is automatically switching off. Fse inspected the system onsite and confirmed that kv balance error on the system, also the main mcb had got tripped. Upon functional testing fse found that problem in the input supply which was coming from generator through ups. Issue got resolved by reducing the frequency of the generator and after restarting the system returned to good working condition and is ready for clinical use. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the system shut off automatically. No harm has been reported to philips. Philips has started an investigation of this complaint.